Manufacturer narrative:
E1 - initial reporter address 1: (B)(4).

Event description:
It was reported that the sterility of the device was compromised. A renegade hi-flo fathom system was selected for transcatheter arterial chemoembolization (tace). After unpacking, it was noted that the aseptic package was not complete. Consequently, the packaging seal and the sterility of the device was compromised. The procedure was completed with another of the same device. No complications were reported and the patient was stable post-procedure.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). Device evaluated by MFR: the complaint device was received for product analysis. A visual inspection was performed, and it was observed that there was no damage to the device. Packaging showed no signs of damage with the seal running the entire length of the package as designed in an open state from the customer site. The device was received still inside the carrier hoop. No other issues were identified during the product analysis.

Event description:
It was reported that the sterility of the device was compromised. A renegade hi-flo fathom system was selected for transcatheter arterial chemoembolization (tace). After unpacking, it was noted that the aseptic package was not complete. Consequently, the packaging seal and the sterility of the device was compromised. The procedure was completed with another of the same device. No complications were reported and the patient was stable post-procedure.